Event description:
Philips received a report that the quadrature body coil (qbc) seal is out of its place and damaged. This seal is used for protection, to avoid the patient from potentially contacting the sharp edges of the magnet covers. If this seal is damaged it is likely that this could lead to serious injury.

Manufacturer narrative:
The qbc seal that was out of its place and damaged, was replaced and the system was handed back to the customer for use. The failure of the qbc seal to remain intact is considered a malfunction.